Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported defib/pads test failure in op check. There was no pt involvement.